Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and urge incontinence. It was reported that they went through the trial for overactive bladder and it worked perfectly. When they got the permanent device it was stimulating rectally instead of vaginally. The patient noticed where it was stimulating in the wrong location they think the day after surgery. The patient contacted their doctor and the doctor contacted the manufacturing representative (rep). The patient then communicated back and forth with the rep through text message. They tried all different programs, the distance, and negative and positive electrodes. The patient was given three programs and added five more and none were stimulating vaginally. Nothing worked. They said, they didn't have fluoroscope in surgery to get the lead in the same spot as the trial. They went from going 16 times a day down to 9. They were getting up 6 times a night to go to the bathroom. They would just go a little bit or they had already went in their pants. It took them 2 hours to get the right lead connected. They said they were very small and hard to get at compared to other people. They were very thin. They were small body framed. The patient had cramps in toes. They were on muscle relaxers. They were having tingling down the leg and even had it when stimulation was shut off.